Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. The impedances and amplitude had slowly decreased over the last 6 months. In addition, the electrogram (egm) indicated there was fine noise. Boston scientific technical services (ts) recommended bringing the patient in for further troubleshooting. The patient was admitted for a possible new lead placement. However, the patient has a left ventricular assist device (lvad) and due to this they were referred to another hospital for further management and follow-up. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.